Event description:
A pt with no significant medical history (other than gerd), was therapeutically treated with an enteryx procedure. The pt underwent an unventful enteryx procedure, with 8cc's of material injected. The fluoroscopy images that were viewed post procedure were normal. The pt went home the same day and was able to eat. The pt initially had some pain and fever that subsided. Pt then developed more pain and pt's fever went up to 39.5c. The pt was admitted to the hospital. A CT scan showed that pt had enteryx material in the mediastinum, as well as a para-esophageal collection. A percutaneous drain was placed, and which brought back pus (with positive culture). The pt was put on IV antibiotics and remained hospitalized for one week. Currently the pt is doing fine, with no sequelae.